Manufacturer narrative:
The sample was submitted for investigation. Upon analysis by size exclusion chromatography, a macro-tsh interference was detected. This interference caused the high tsh results and is addressed in product labeling. Product labeling states: "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high values of tsh. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys tsh (tsh) on two cobas e801 modules. The initial result from the e801 module was 5.06 uiu/ml. This result was reported outside of the laboratory where the patient questioned it. On (B)(6) 2020 the sample was repeated on a different e801 module with a result of 5.50 uiu/ml. The sample was then sent to external laboratories for further testing. The result from the atellica method was 1.867 uiu/ml. The result from the alinity method was 1.9518 uiu/ml. The serial number for one e801 module was 1618-10. The serial number for the other e801 module was not provided.